Manufacturer narrative:
(B)(4).

Event description:
It was reported the peel-away sheath "crashes at the tip of it before introducing the catheter". The catheter could not be inserted and a new kit was obtained to continue the procedure. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the peel-away sheath "crashes at the tip of it before introducing the catheter". The catheter could not be inserted and a new kit was obtained to continue the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of sheath body damaged in use was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history with one finding. For material mc-05052-002e and lot 13c21a1691, a non-conformance was initiated in regard to a catheter body leak before use. The finding is not relevant to this complaint issue. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.